Manufacturer narrative:
Per the t:slim user guide: it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 500s range (mg/dl) and diabetic ketoacidosis (dka). Per customer's healthcare provider (hcp), the customer's ketone level was considered to be life threatening. The customer was treated in the emergency room (ER) with long acting insulin shots, intravenous saline, and an insulin drip. The customer was subsequently hospitalized. The customer's hcp stated that the dka and elevated bg level were due to the flu virus. During a pump system check with tandem technical support, it was noted that the pump time was off by one hour, as the customer had not adjusted the pump time for the daylight savings time change. Customer updated the pump time to the correct time. The customer was released from hospitalization the following day.